Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50-60 mg/dl. Low bg cause was not known. The customer consumed carbohydrates to address bg. The customer was could not turn on sleep activity because they were using exercise activity turned on. Tandem technical support (cts) provided education. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.